Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage, fluctuating voltage, and power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 11 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). Atypical power cable disconnect alarms activated on (B)(6) 2022 at 22:05, (B)(6) 2022 from 19:16 to 19:17, and (B)(6) 2022 at 22:56 due to power cable faults on the power cables not associated with a power source exchange. Voltages fluctuated throughout the log file while the device was connected to the power module and battery power source. Though the controller did not alarm, the voltage fluctuated from 12.2v to 13.6v which is less than the expected voltage of 14v on a power module. Atypical low voltage alarms intermittently activated throughout the log file due to fluctuating voltage while the device was connected to a battery power source. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Per provided information, the controller was exchanged. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump stopped and that a system controller exchange was required. Log files showed unusually low voltage readings while using both battery and power module power which can be a result of worn controller leads. The end of the log file shows the pump disconnected from the controller due to the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical pump stop or issue with the controller that required a controller exchange was not confirmed; however, the reported event of low voltage alarms and fluctuating voltage was confirmed via the log file review. The log file spanned approximately 11 days (02jun2022 to 13jun2022 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to power module and battery power source. Though the controller did not alarm, the voltage fluctuated from 12.2v to 13.6v which is less than the expected voltage of 14v on a power module. The lower voltages did not affect the pump function and only resulted in intermittent low voltage alarms. Atypical low voltage alarms intermittently activated throughout the log file due to fluctuating voltage while the device was connected to a battery power source. The alarms resolved shortly after activation and did not affect the controller's ability to operate the pump at the set speed limit. No other notable alarm was observed. Pump the hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump referenced in MFR # 2916596-2022-11754.